Manufacturer narrative:
Device evaluation summary: as received, x-ray demonstrated wireform intact, commissure 2 bent, and heavy calcification on all three leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 1 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal to moderate at the inflow and outflow aspect. Host tissue and calcification restricted leaflet mobility and led to stenosis. Incidental findings: the sewing ring was cut near leaflets 2 and 3. The reported clinical observation was confirmed through device evaluation. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The device evaluation was completed.

Manufacturer narrative:
The reported device was returned for evaluation but has not been completed. Additional information will be reported when received.

Event description:
Edwards received information that a 21mm aortic bioprosthetic valve was explanted after an implant duration of 5 (five) years and 10 (ten) months due to structural degeneration leading to stenosis and solid leaflets. The explanted device was replaced with another bioprosthetic aortic valve of the same size. The patient was noted as discharged.